Manufacturer narrative:
Follow-up information obtained from the reporter confirmed there was no patient injury. Investigation results: per the log review, the reported complaint was confirmed for the pump being unresponsive, but could not confirm if there was a delay in therapy and patient involvement. The reported event could not be duplicated. Review of the log displayed there was a system error 75 on (B)(6) 2013 at 7:23:42am. The pump turned off and was powered back on. At 7:23:47am there was a system error 123 indicating the battery had been removed and the pump was turned back on at 7:24:42am. The pump was not set in dose mode so infusion information on the log is not available. Volumetric testing: duplicated customer run of 100ml/hr with a volume of 311.9ml. Used the customers bag and tubing and ran the pump for 24 hours with active wireless. Testing did not result in any errors or issues. The cause of the event is unknown. Performed preventative maintenance service.

Event description:
The pump became unresponsive and froze. This pump was attached to the patient when it became unresponsive and froze. A full bag of normal saline was infusing. Unknown rate. Unknown the amount that infused. No patient injury. Incident date - (B)(6) 2013. Swapped pumps - delay therapy.